Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Attachment: user medwatch report# (B)(4).

Event description:
User facility medwatch report received that states: describe the event or problem: malfunction during deployment, no fragments retained. No harm to pt. Sheath size to close 7 fr. Laterality: r(ight) common femoral vein. Ultrasound used for access. Hx (history) of pvd (pulmonary vascular disease) : no. Unk hx of previous access @ target site documented. Unk previous closure @ site, not documented. No documentation of calcium @ closure site. No documented hx of prior arteriotomies / prior closure @ access site. On heparin during procedure. Hemostasis was achieved via manual compression. No. Adverse event to patient due to device. What was the original intended procedure? Interventional electrophysiology study/ablation. What problem did the user have (check all that apply): device failed (e.g. Broke, couldn't get it to work o stopped working).

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Attachment: user medwatch report # (B)(4).

Event description:
User facility medwatch report received that states: describe the event or problem: malfunction during deployment, no fragments retained. No harm to pt. Sheath size to close 7 fr. Laterality: right common femoral vein. Ultrasound used for access. Hx (history) of pvd (pulmonary vascular disease): no. Unk hx of previous access at target site documented. Unk previous closure at site, not documented. No documentation of calcium at closure site. No documented hx of prior arteriotomies / prior closure at access site. On heparin during procedure. Hemostasis was achieved via manual compression. No. Adverse event to patient due to device. What was the original intended procedure? Interventional electrophysiology study/ ablation. What problem did the user have (check all that apply): device failed (e.g. Broke, couldn't get it to work o stopped working).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.